Event description:
Information was received regarding an implantable device. It was reported that the patient (pt) complained of pain in the pacu but the doctor examined them and stated it was just procedural. The patient called the manufacturer representative (rep) the following night ((B)(6)), stated they were in extreme pain and had pressure from his shoulder blades to the back of his head and could barely move their neck. The pt had a thoracic lead placement at t8 and t9 for lumbar pain. The rep reached out to the physician and instructed the pt to call the on call doctor or go to the ER. The pt went to the ER the next morning ((B)(6)). Pt was admitted and asked by the on call doctor to turn the stim back on. The pt refused and wanted the leads removed. The following morning ((B)(6)) the leads were removed and discarded, and the physician in the room confirmed the pt had a csf leak. The wife of the pt filled in the rep on all details that day ((B)(6)), the rep was not present for any of these interactions. The pt was scheduled for a blood patch the next day ((B)(6)). The pt did not want to move forward to implant at that time since they were not able the tell the efficiency of the device due to the csf leak pressure and pain. The rep attached an image with the device information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received regarding an implantable device. It was reported that the patient (pt) complained of pain in the pacu but the doctor examined them and stated it was just procedural. The patient called the manufacturer representative (rep) the following night (11/28), stated they were in extreme pain and had pressure from his shoulder blades to the back of his head and could barely move their neck. The pt had a thoracic lead placement at t8 and t9 for lumbar pain. The rep reached out to the physician and instructed the pt to call the on call doctor or go to the ER. The pt went to the ER the next morning (11/29). Pt was admitted and asked by the on call doctor to turn the stim back on. The pt refused and wanted the leads removed. The following morning (11/30) the leads were removed and discarded, and the physician in the room confirmed the pt had a csf leak. The wife of the pt filled in the rep on all details that day (11/30), the rep was not present for any of these interactions. The pt was scheduled for a blood patch the next day (11/31). The pt did not want to move forward to implant at that time since they were not able the tell the efficiency of the device due to the csf leak pressure and pain. The rep attached an image with the device information.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# va379gf045: product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.